Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that there was strong suction and the high flow insufflation unit is unable to maintain pneumoperitoneal pressure. There were no reports of patient harm.

Event description:
It is further reported that it is unknown when the issue occurred and there were no reports of delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely connector contact failure led to the malfunction. Olympus will continue to monitor field performance for this device.